Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient by reusing a single use disposable. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling printed on the pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient reused a minicap that had been sitting out after they ran out of minicaps. The patient was not hospitalized for the event. The patient was treated with vancomycin (intraperitoneally (ip), 2 grams for 3 days) and levaquin (orally, 500mg every other day for 5 days) for peritonitis. Two weeks later, the patient recovered from the peritonitis event. It was not reported if pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was not available.